Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated and tested the cs300 iabp and could not duplicate the reported failure. The fse performed all leak tests, which passed to specifications. The iabp unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported a leak in iab circuit alarm occurred on the intra-aortic balloon pump (iabp), before use on a patient. No adverse event was reported.